Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/23/2018 and 07/23/2018. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. Additional observations: deformation is observed. No further actions are required as the device was implanted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side capsular contracture baker grade I and "peri-prosthesis secretion". Device has been explanted and replaced.